Manufacturer narrative:
This event is related to regulatory report (B)(4). Event description concomitant products product ID: abbott proglide, serial/lot #: unknown, product type: closure device; product ID: safari, product type: guidewire patient code additional codes - imf health impact code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that prior to the valve implant, the right access site injury was caused by non-medtronic closure (proglide) device anchoring and patient's severe calcification contributed to the injury. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the injury as it occurred before use. During the implant of the valve (j117051), the deployment starting point was a the bottom pigtail. Prior to the valve dislodging aortic, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was at 3 millimeter (mm). A non-medtronic guidewire(safari) was used during the implant. During the implant of the new valve (j117010), the valve dislodged aortic on both deployment attempts and was able to be implanted on the third attempt .

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-34, serial/lot #: (B)(6), ubd: 21-nov-2025, UDI#:(B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had severe calcification therefore a pre-implant balloon aortic valvuloplasty (bav) was performed using a 24mm vacs balloon. Access was from the right femoral artery, and a vascular complication occurred which was treated with a 12x60mm stent. The team switched access to the left femoral artery. Load check was performed successfully, without crown overlapping. First attempt at valve deployment was a dislodge, therefore the valve was recaptured. Upon second deployment attempt, an infold was noticed. The valve was recaptured and removed from the patient. A new valve and delivery catheter system (dcs) were loaded. Two recaptures were needed to successfully implant the replacement valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis for system reported valve: upon receipt at medtronic's quality laboratory, the valve was received inside a heart valve return kit fully submerged in 0.2% glutaraldehyde clear solution. The valve was discolored showing evidence of blood contact. The valve had been crimped in the delivery system. All leaflets were flexible and intact; no tears or damages were observed. The frame was received slightly compressed at the inflow. The valve was submerged in warm saline, frame expanded to its full dilation. There were no signs of distortion or damages found on the frame. The valve was placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, both frame paddles remain seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was then fully advanced over the valve to complete the loading process. No visual or tactile anomalies were noted during the loading simulation. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the capsule partially opened. There was a bend to the capsule. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The handle was intact. The device was returned with the end cap/screw gear snap fit connected. On retraction of the capsule via the rotation of the deployment knob, the valve deployed with an infold. The deployment knob appeared to retract and advance the capsule with slight resistance noted due to interaction between the capsule tip and spindle. The trigger moved to fully advanced and retracted positions with slight resistance noted due to interaction between the capsule tip and spindle and locked in place when released. The tip-retrieval mechanism appeared intact with slight resistance noted due to interaction between the capsule tip and spindle when tested. The inner member shaft and spindle hub appeared intact with no evidence of damage. There was damage observed on the threading of the screw gear. Image review: three media files and two static images were provided for review. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and confirmed a good load. It was reported that the patient had severe calcification so a pre balloon aortic valvuloplasty (bav) was performed prior to the valve implant. There was evidence of at least one recapture, which might have contributed to the infold reported. There was no sign of an infold during initial deployment; however, the infold was suspected after the recapture and was evident once the valve was deployed just prior to the point of no recapture. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.